Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were able to duplicate the reported disappearing image issue. It was found that when the batons flexible tubing was manipulated, the image would disappear on the monitor. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 01-sep-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the flexible tubing was manipulated. The procedure was completed with another glidescope system, which was made available in less than five (5) minutes. No harm to the patient or user was reported.